Event description:
A caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer allowed the insulin to continue delivery until the actual units in the cartridge matched the displayed amount on the pump.